Event description:
Approximately 5 years 6 months post implant the patient was diagnosed with symptomatic bioprosthetic aortic valve dysfunction and underwent a transcatheter aortic valve replacement (tavr) valve in valve. A tee done reported severe degenerative bioprosthetic aortic valve stenosis. Dense thickening, calcification of prosthetic valve leaflets that are severely restricted. Mild central, transvalvular aortic regurgitation. Effective orifice area (eoa) 0.9cm2, mean gradient 29mmhg, annulus maximus diameter by 2d 2.2. Dense calcification of the aortic root and thoracic aortic dissection, moderate-severely reduced systolic function. There was also right ventricle with moderate-severely reduced function, dilated atria, right atrium with device wire, small mobile densities on right atrium portion of wires (fibrinous strands versus thrombus), moderate-severe mitral regurgitation, mitral annular calcification, and moderate tricuspid regurgitation. It was decided to proceed with a valve in valve (viv) procedure. The patient arrived to the hospital with acute dyspnea with crackles and notable weight gain. Patient was given furosemide IV with resolution of symptoms. Subsequently, patient was taken to the catheterization laboratory and underwent a successful tavr replacement with a 26 mm edwards sapien 3 bioprosthesis from a left tf approach. Post deployment the s3 valve frame appeared to be somewhat constricted on its midportion. Post dilation of the valve prosthesis using a 25 mm true balloon. The procedure was performed under general anesthesia and tee guidance without apparent complication. No IV contrast was used for the procedure. Postprocedural echocardiogram demonstrated a well-seated valve with normal systolic gradients and trace paravalvular regurgitation. There were no access site issues during hospitalization. The patient was discharged home in stable condition the next day after the viv procedure.

Manufacturer narrative:
The following sections were corrected due to additional information received: b5, b7, and h6. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, it is possible that the event was due to the progression of pre-existing disease processes (severe aortic stenosis, mitral regurgitation, tricuspid regurgitation). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 26 mm sapien xt valve implanted in the aortic position. Approximately 5 years 6 months post implant the patient underwent a valve in valve procedure with a sapien 3 valve. The cause for the viv procedure is unknown at this time.